Event description:
Pump allowed infusion over hourly limit. Programmed as follows: dose 1; concentration 1; delay 10 min; hourly limit 4 mg/hr. The pt gave themselves 5 doses, then the pump alarmed that the hourly limit had been exceeded. Pt said they had difficulty breathing. Oxygen was started for pt. Pt returned to pre-incident status. The pump was checked and found to have the proper orders in it. The pump runs accurately during testing. This reported condition was duplicated by the biomed.